Event description:
While the unit was in use on a pt, the unit's power cycling the unit, an electrical failure code 120 (monitor keypad cpu failure) was displayed. The pt was switched to another unit and therapy was continued. No pt injury was reported.